Manufacturer narrative:
Analysis was able to confirm the customer comment of a broken connector and the connector does not hold cable. It was additionally noted that the hanger assembly was broken, keypad was scratched, lower case was broken, main seal pinched, display frame boss was stripped, display wires pinched; wire insulation was not compromised, battery one returned with device measured 1.48v, and battery two measured 1.48v no load. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a (atrium) connector receptacle on the external pulse generator (epg) had broken plastic and that the cable would not click in place. The epg was returned for repair. No patient complications have been reported as a result of this event.